Manufacturer narrative:
As reported, the bard/davol optifix straight device deployed broken fasteners. Evaluation of the subject device finds for bent guide wire and bent back up tabs and confirms the deployment of a broken fastener. The found bent components are known to result in the deployment of broken fasteners. No manufacturing anomalies were found. Based on the sample evaluation and investigation performed, the reported event is confirmed and root cause of the reported event is due to forces applied during use. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during an unspecified procedure on (B)(6) 2021, when the surgeon tried to fixate an unspecified mesh using the bard/davol optifix straight fixation device, broken fasteners were deployed. The broken fasteners were removed from the patient's body and there were no loose fasteners left in the patient. The surgeon is an experienced user of the optifix device. There was no reported patient injury.